Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Reportedly, when the customer would receive an alert, customer was unable to complete the 1-2-3 unlock sequence until the wake button was pressed. There was no known impact to the customer's blood glucose. Customer would continue to use the pump for insulin therapy.